Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the paramedics were called in (B)(6) 2016 due to customer having low blood glucose of 23 mg/dl. Customer was treated with glucose tablets. Customer was found unresponsive by nurse. Customer was not sure what caused low blood glucose and did not want to troubleshoot. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, a cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, a partially broken reservoir tube lip, a missing reservoir tube lip o-ring and minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.